Event description:
8 yr old male presented with a rise in pacing wire threshold, wire found to have malfunctioned. (Increased pacing resistance). Pt received implantation of a transvenous vvi pacemaker system. It is planned for him to receive a dual chamber at a later age. He was discharged in good condition.